Event description:
It was reported that x-ray revealed externalized conductors during routine device replacement. All electrical measurements were normal. No adverse consequences to the patient. The lead remains implanted.